Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The customer was able to successfully clear alarm. Customer was able to complete rewind. Advised customer the displacement test was successful at this time. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for alleged this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement found on june 01, 2022. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement noted during testing. Successfully downloaded history files and traces using thus. In further full review found multiple this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms in the device history on june 01, 2022 between 10:06:22.000 and 18:44:16.000. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was tested outside of the device and failed the new generation pump system board test due to this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the device at the battery compartment, broken battery tube threads, end cap address label fading, cracked select button keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement not confirmed, device passed all testing and no this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms occurred during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.